Event description:
According to the reporter, during a laparoscopic sleeve, the stapler line was very oozy. To resolve the issue, a purple reload with the same handle was used to clipped the staple line. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.